Event description:
It was reported that the subject device had noised screen during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
(B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. No additional reportable malfunctions were identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on ultrasound plug unit screen become noised and after replacing ultrasound plug unit, screen returned to normal. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.